Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract procedure, the primary and secondary incisions had descemet's separation and the lens treatment had little effect. The surgeon created new incisions with a blade and noted that the lens was more difficult to crack and remove and phaco time was longer than normal. The procedure was completed without further harm to the patient.